Event description:
Reported problem of inaccurate blood glucose results using this lot number on numerous pts. Pts report "higher" values have resulted in several hypoglycemic reactions after treating the high value.